Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
There was one other brand stent implanted in the proximal rca and one micro-driver rapid exchange (rx) bare metal stent implanted in the distal lad. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that the pt suffered a peri procedural mi approx 1 day post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 2 year follow up's.